Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Connection issues associated with the ventricular channel during the implantation procedure; therefore, the device was not implanted. Another pacemaker was a subsequently implanted.